Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both "fome-cuf tracheostomy cases" are cracked after four (4) preparations. One blocker line has a crack. The cannulas are from (B)(6) 2022 and were used four (4) times. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D3, g1, and g2 email is: regulatory.responses@icumed.com d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection of the returned device showed that a portion of the foam inside the proximal cuff was protruding out at the lower tip on the end user's right-hand side when the device is in situ. There was contamination present inside the inflation balloon, and the suction connector on the talk attachment line was missing. The protruding foam is likely due to the cuff coming in contact with something sharp, which nicked the cuff. Once the cuff is nicked, the foam will expand the cut and allowing the foam to protrude. S. A functional inspection was performed and found the distal cuff inflated and deflated; no leaks were detected. The proximal cuff did not function due to the tear in the cuff. The investigation did not identify a manufacturing issue with the returned device. The complaint was confirmed. The root cause of the damage could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are planned at this time.